Event description:
Additional information was received stating that only one lead had fractured, and the other was fine.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-08348. It was reported that the patient leads had fractured and migrated down. As a result, the patient was experiencing ineffective stimulation. Surgical intervention took place where the leads were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.